Manufacturer narrative:
The t:slim x2 user guide states, ¿before taking a blood glucose measurement for calibration, wash your hands.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 223 mg/dl, and the meter bg reading was 166 mg/dl. Reportedly, the customer's hands were not washed prior to testing bg levels for calibrations. No additional patient or event information was available.